Event description:
Pt reported experiencing elevated blood glucose two times in 2006. Her blood glucose level on event day was 425 mg/dl. She indicated that she replaced the infusion set tubing, cartridge, and adapter, but her blood glucose level did not decrease. Pt reported attempting to administer a bolus, but received an e4 (occlusion) alarm. She stated that the display screen went blank and the device began to beep. Pt removed and reinserted the power pack and the device displayed "2.0", four dashes, and beeped. She replaced the power pack, but the infusion device continued to display the "2.0", four dashes, and beeped. Pt stated the power pack had been in use for more than 2 weeks. Company records indicate that power pack recall notification was successfully delivered to pt. She did not report any physiological effects associated with this issue. The pt was able to address the issue without requiring medical assistance from a healthcare professional or second party. Product was requested to be returned for evaluation.

Manufacturer narrative:
Product no returned for evaluation.